Event description:
It was reported that the ilet system displayed high glucose and a fingerstick measured 409 mg/dl while the patient was using an inset 23" 6 mm infusion set, and troubleshooting identified a likely leaking cartridge associated with the reservoir. The family initially had been removing the cartridge prior to rewinding, but later confirmed rewinding before removal, and a subsequent supply change showed no further leaking. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at or related to the reservoir component, consistent with a leak or splash device problem that caused wetness on cartridge removal and high glucose readings. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.